Event description:
It was reported that there was a spike of high impedance on the pace/sense portion of the right ventricular (rv) lead. The lead remains in use and a lead revision was not considered due to the patient's end-stage renal failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.